Manufacturer narrative:
No root cause could determinate since the complaint could not be confirmed since no samples or pictures were received for evaluation. Customer did not provided the event date, or the lot and serial number of the reported device.

Event description:
Information was received regarding a cadd extension set. It was reported that the device leaked around the filter. This happened "quite a few times." No other information was provided.